Event description:
During procedure (laparoscopic cholecystectomy), two separate endoplus atraumatic graspers broke while in use on the patient. There were no visualized pieces that fragmented from the devices. Both devices broke in the same fashion with a failed connection pin that holds the scissor arms of the grasper together. Both devices failed while tissue was engaged in the jaws of the graspers. The surgical team was unable to locate any parts of the pins. Reference report: mw5116405.